Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the patient was revised due to infection. The patient died on (B)(6) 2003 due to infection.